Event description:
On (B)(6) 2011, clinic notes were received from the vns treating physician. Review of the clinic notes dated (B)(6) 2010 revealed that the vns patient was recently admitted to the hospital with status epilepticus. Additional information has been requested from the physician concerning this event but no further information has been received to date.